Manufacturer narrative:
The patient was born on an unspecified date in 2004. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics which were discontinued seven days after event onset and the same day the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.